Manufacturer narrative:
Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. DHR was unable to be performed as the part and lot numbers of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision procedure due to dislocation. Attempts have been made and additional information on the reported event is unavailable.